Event description:
It was reported that the patient complained of experiencing increased pain, but no signs of withdrawal. The patient had daily exacerbations of pain, which subsided after a few hours and then returned. The date of the event onset was indicated to be (B)(6) 2014. The patient had an unscheduled clinic or office visit. On (B)(6) 2014, a catheter access port (cap) study was attempted. However, the catheter could not be aspirated, so it was not injected due to medication concentration. A catheter occlusion occurred. On (B)(6) 2014, the catheter was replaced and the event outcome was resolved without sequelae. The device system was used to deliver fentanyl, clonidine, and prialt. The location of the catheter occlusion was not reported. Further follow-up is being conducted to obtain this information, as a portion of the patient¿s catheter was made by a different manufacturer. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).